Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right implant ruptured, discovered during surgery and patient reported symptoms: inflammation, inflation of breast, fatigue, breathing issues, exhaustion, redness of the breast, autoimmune disorder and two heart conditions.